Event description:
It was reported that during a da vinci si prostatectomy procedure, sparking was noted at the site where hook tip connects to the instrument shaft. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a char mark at the base of the hook, between the yaw pulley and the distal clevis ear.